Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer suspected a foreign body found in the patient. The foreign body and all instruments were retrieved and replaced. The procedure was completed with a reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection displayed no signs of physical damage. There were no loose wires or cables on the instrument. The instrument articulated as expected during the manual articulation test. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h10/h11 for follow-up information.